Event description:
The customer reported, the c-arm lift column will not move up or down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the lift column. System operates as intended. (B) (4).